Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had a cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed a motor error alarm during rewind. Customer's blood glucose was unknown. Found multiple motor error alarms in history. Customer was advised that the device will be replaced. Customer agreed to return the device for analysis.